Event description:
While troubleshooting for a check supply line alarm, a technical service representative (tsr) discovered that a home patient (hp) had reprimed the setup using the old supplies. This was discovered during priming. The tsr reviewed proper procedures with the registered nurse (rn) and advised the rn to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient reprimed the setup using the old supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.